Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (essure removed by hysterectomy full on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the back pain and dyspareunia outcome was unknown. The reporter considered back pain and dyspareunia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs received: event injury nos replaced with event back pain, dyspareunia (painful sexual intercourse and plaintiff did not undergo essure confirmation test. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.